Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device did not grab needle, and needle fell into the patient¿s cavity and was not retrievable. New device was opened to complete case without incident.